Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the expiration date, device manufacture date and UDI number is unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that a hedgehog brush was found inside of a scope during a colonoscopy procedure on (B)(6) 2018. According to the complainant, during procedure, a brush was found stuck inside the suction port of the endoscope. The brush was removed using an endostat. A second scope was used and another brush was found in the suction port of that scope. The brush was removed from the second scope using forceps. A third scope was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.